Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were unable to power up their patient programmer(pp). It was determine that the patient had not changed the aaa batteries in the patient programmer and replace with brand new aaa batteries and troubleshooting could not be done because of lack of batteries. Patient also reported that they had some symptoms control but not enough. Patient also reported that they were unable to feel stimulation. Patient further reported that they had a bad fall, fell backwards on ice and hit their head but said that they did not think it affected the implant and that it happened after patient experienced a sudden return of symptoms. Patient further stated that the implant was sticking out and they could see it poking out of their skin and that they had a surgery to fix it. Patient also reported that the lead was sticking out as well and that they guessed their health care provider fixed the issue and that their implant site area was not uncomfortable. Patient would be calling back with aaa batteries for the pp. No further complications were noted or anticipated

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were unable to power up their patient programmer(pp). It was "determine" that the patient had not changed the aaa batteries in the patient programmer and replace with brand new aaa batteries and troubleshooting could not be done because of lack of batteries. Patient also reported that they had some symptoms control but not enough. Patient also reported that they were unable to feel stimulation. Patient further reported that they had a bad fall, fell backwards on ice and hit their head but said that they did not think it affected the implant and that it happened after patient experienced a sudden return of symptoms. Patient further stated that the implant was sticking out and they could see it poking out of their skin and that they had a surgery to fix it. Patient also reported that the lead was sticking out as well and that they guessed their health care provider fixed the issue and that their implant site area was not uncomfortable. Patient would be calling back with aaa batteries for the pp. No further complications were noted or anticipated